Event description:
New information received notes that the right atrial (ra) lead was explanted and replaced. The patient was discharged.

Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation revealed that the right atrial (ra) lead exhibited failure to capture at maximum voltage in both unipolar and bipolar configurations. Radiography confirmed that the position of the right atrial (ra) lead was unchanged since implant. The pacemaker mode was programmed to vvir to address the loss of capture. The patient's condition was unknown.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in one piece with the helix extended and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.